Event description:
Simplaafy study: it was reported that a serious injury occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. Three (3) days post index procedure, the patient presented to the emergency room (ER) after waking from chest pressure and nausea followed by a blood pressure at home of 162/100. Mild bradycardia was noted, but otherwise normal electrocardiogram. Labs collected were cbc which was normal, troponins were slightly elevated at 47 and 54 most likely secondary to the watchman procedure. The patient was treated as having pericarditis and discharged with colchicine.

Event description:
(B)(6) study: it was reported that a serious injury occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. Three (3) days post index procedure, the patient presented to the emergency room (ER) after waking from chest pressure and nausea followed by a blood pressure at home of 162/100. Mild bradycardia was noted, but otherwise normal electrocardiogram. Labs collected were cbc, which was normal, troponins were slightly elevated at 47 and 54 most likely secondary to the watchman procedure. The patient was treated as having pericarditis and discharged with colchicine.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code nausea. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx pro laa closure device with delivery system remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman flx pro laa closure device with delivery system was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx pro laa closure device with delivery system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include chest pain/discomfort (pericarditis, nausea) (medication required, unexpected diagnostic intervention) and arrhythmia (cardiac enzyme elevation). Risk review: a risk review was completed and confirmed that the events of chest pain/discomfort (pericarditis, nausea) and arrhythmia (cardiac enzyme elevation) were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.